Event description:
It was reported that the patient experienced coupling and communication issues and an overdischarge. The patient's implantable neurostimulator (ins) was turned off about 1-2 months ago because the patient was "depressed." The last successful recharge also took place about 1-2 months ago. The patient used the "antenna locate" (al) feature of the recharger, which resulted in the "reposition antenna" screen to be displayed. The patient then reported that it felt like their ins "flipped up under their hip bone." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na, product type lead. Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na, product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37743, serial # (B)(4), product type programmer. Product ID 37092, lot # 272230001, product type external antenna.